Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Device passed the delivery accuracy test at 0.08720 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer¿s current blood glucose level was 115 mg/dl. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was reported that the insulin pump was on auto mode. The customer was using the insulin pump when low blood glucose event was reported. The insulin pump will be returned for analysis.